Event description:
Additional information was received from the manufacturer representative that reported that she went to meet with the patient on (B)(6) 2016 regarding follow-up for the patient¿s possible implantable neurostimulator replacement. At the last visit, the health care provider suggested that she might be better suited for a primary cell, as she was having frequent charging sessions on a daily basis. The patient claims that the charges are now only last 4 hours from a full charge. The health care provider had written that he thinks that her issues ¿are all in her head.¿ this upset the patient greatly and the patient had told the manufacturer representative three times during a conversation on the phone that she had thought of ending her life over this battery. The manufacturer representative notified the patient¿s managing physician and the national suicide hotline of the patient¿s threat of suicide.

Event description:
Additional information was received from the patient¿s health care provider who reported that the physician called the patient himself regarding the suicidal thoughts. The physician stated that the patient is just fed up with the problems with insurance and their refusal to cover the replacement. The patient¿s surgeon is trying to find another surgeon for the patient to see if it will make a difference for insurance. The patient was having no further suicide thoughts. The device was reprogrammed and it was working better for the patient at the time of the report.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain on (B)(6) 2016. It was reported that the patient was charging too often and having difficulties recharging. The patient reported that she had met with a manufacturer representative in (B)(6) of 2016 because she told him that she had to charge every 4 hours and the battery would not hold a charge since the first time that she tried to charge. The patient was also having pain at the implant site at the time from having to charge so often. The patient reported that it takes 4.5 hours to get from 0-50% and she has 6 coupling bars. This was confirmed with the clinician programmer. Recharging statistics taken from the implantable neurostimulator recharger showed that only in 1 out of the last 6 charging sessions, the patient had 6 coupling bars and charged 241 minutes. The rest were short and 0-4 coupling boxes. Recharging statistics showed sessions on (B)(6) 2016 2 bars average coupling, 50 minutes recharge session, 3.605 volts before recharge, 3.6 volts after recharge. On (B)(6) 2016 4 bars average coupling, 147 minutes recharge session, 3.585 volts before recharge, 3.73 volts after recharge. On (B)(6) 2016 0 bars average coupling, 1 minute recharge session, 3.725 volts before recharge, 3.72 volts after recharge. On (B)(6) 2016 6 bars average coupling, 187 minutes recharge session, 3.63 volts before recharge, 3.755 volts after recharge. On (B)(6) 2016 2 bars average coupling, 72 minutes recharge session, 3.75 volts before recharge, 3.676 volts after recharge. On (B)(6) 2016 0 bars average coupling, 0 minutes recharge session, 3.615 volts before recharge. The patient was claiming difficulty recharging and keeping a full implantable neurostimulator charge. The manufacturer representative reported that the implantable neurostimulator has a flat surface; however the antenna with and without the belt and spacer does not seem to make consistent contact with the implantable neurostimulator. The patient reported and the clinician programmer showed a 6 of 8 average in efficiency. The connection information recorded in the implantable neurostimulator recharger showed more inconsistency with recharge efficiency. The patient stated that she filled her implantable neurostimulator to full at night and in the morning, it was discharged. The troubleshooting performed included interrogation with the clinician programmer and assistance with optimal antenna location with the antenna locator. The patient claimed that she was getting to full, but the recharging statistics show that she is not near full in the last 6 recorded charging sessions. The patient reported charging too often and charging for 4 hours and not getting to full. It was unknown if this was different from before. The manufacturer representative took the patient out of high density programming and gave her a low density program that the patient has settled into with good pain relief. The patient was sent for a surgical consult to look a possible revision on her implantable neurostimulator for more optimal charging on (B)(6) 2016. The manufacturer representative that was present at the consult was able to sample charge the patient on the day of the report twice with 8 bars. Diagnostics were run at the referral appointment and it was determined that the implantable neurostimulator battery was the problem. The patient denied that an overdischarge was ever an issue as she was charging every 4 hours daily since implant. The physician and patient decided that the patient would be more suited at this time in her life for a primary cell, non-rechargeable implantable neurostimulator. The patient is scheduled to have the implantable neurostimulator replaced on (B)(6) 2016.

Event description:
Additional information was received from the patient and manufacturer representative (rep) stating that they did receive their charger. It was noted that the whole was destined for an explant, which they wanted anyway when they asked their health care professional (hcp) to replace to a non-rechargeable. The insurance turned their request down, they told the insurance company contact that all their problems were in their head. The patient was convinced that the ins gets a half full, the stimulation fades from their back to only in the legs. The patient had a surgical consult in (B)(6).

Event description:
Additional information as received from the patient that reported that she had the implantable neurostimulator implanted to help with chronic pain that she has been dealing with after 3 failed back surgeries. The patient noted this would be 4 failed surgeries because for the last 4 months, she has been walking around with a battery that doesn't charge correctly. The charge only lasts one day. The first 4-5 hours is the only time that the stimulation targets her lumbar area where most of her chronic pain is located and the rest of the time, the stimulation is located at the lower part of her buttocks and down to the knees which serves her no good because the majority of her pain is her lumbar, both buttocks, and her left leg. The patient was scheduled for a replacement on (B)(6) 2016 and it was cancelled because there wasn't enough information to support the request of her surgery. The patient stated that the battery inserted was and is faulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.